Manufacturer narrative:
Pharmacovigilance comments: the serious event of visual impairment was considered expected and possibly related. The exact cause and nature of the visual deficit is unclear because the patient report contained very limited information. Follow-up information is requested. The company conservatively upgrades the case to serious and expedited reporting to regulatory authority is required. Engineering evaluation: the event is expected. No corrective/preventive action is needed. Lot number was not reported and trending on batch cannot be performed. (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-jan-2018 by a female patient. Medical history, concomitant treatments, allergies and previous filler history were not reported. On an unknown date, the patient received treatment with an unknown amount of restylane (lot unknown) to an unknown area with an unknown needle and unknown technique. On an unknown date, the patient experienced that she lost half of my eyesight (visual impairment). Treatment for the adverse event was not reported. Outcome at the time of the report: lost half of my eyesight was unknown.

Manufacturer narrative:
Pharmacovigilance comments: the serious, expected event of visual impairment and non-serious, expected event of discolouration at implant site were considered possibly related to the treatment. Potential contributory factors include injection technique, the treatment was performed very quickly and put a lot of filler in at one time, resulting in possible injection to facial artery. Serious criteria include disability or permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities.. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-jan-2018 by a female patient of unknown age concerning herself. Medical history, concomitant treatments and previous filler history were not reported. The patient had no allergies. On an unknown date, the patient received treatment with total two syringes of restylane (lot unknown) to nasolabial area and pre jowl area with unknown needle and technique. On an unknown date, after treatment the patient had permanently lost partial vision in one eye (visual impairment). The patient informed that the plastic surgeon did the second syringe very quickly and put a lot in at one time, as a result the patient developed a dusky purple line (implant site discolouration) at treated areas. The physician applied ice as corrective treatment. Outcome at the time of the report: permanently lost partial vision in one eye was unknown. Dusky purple line was unknown. Tracking list: v.0: initial report . V.1: fu reported on 20-aug-2019 by patient herself. Information on device locations, amount used was added. New adverse event of dusky purple line was added. The physician applied ice as corrective treatment. Previously reported event of lost half of eyesight was amended to permanently lost partial vision in one eye.